Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experience continuous elevated blood glucose (bg 600 mg/d). Ketones were present (value not known). Corrections via the pump were delivered to address bg. Customer alleged pump intermittently stopped insulin delivery. No alarms were observed in the pump history. Tandem technical support reviewed pump data for a specific date the customer reported; however, no stoppage of insulin was observed. Customer could not recall any other specific date. Tandem territory manager met with the customer and confirmed there was an unidentified pump issue. Customer continued to use pump for insulin therapy.